Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level that ranged from "low" to 54 mg/dl. Customer alleged that " sometimes it just happens sometimes takes well to insulin sometimes you don't." Customer consumed glucose tablets to address the low bgs. Recommendation was made to consult with healthcare provider regarding diabetes management.